Event description:
This was a procedure to extract two non-functional cardiac leads from a (B)(6) female. A spectranetics glidelight laser sheath was prepped for use per the IFU and calibrated successfully. There appeared to be no difficulty moving the laser along the rv lead. As the device passed the proximal coil of the lead, the patients' blood pressure dropped. A tee was performed and found a large pericardial effusion. Medical and surgical intervention was attempted. A sternotomy was performed for closure of the defect, blood and medications were also given. The resuscitation efforts were unsuccessful and the patient expired.